Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Only part of the lens was returned with one haptic. The optic portion that was returned is broken into serval pieces. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Only a portion of the lens was returned for evaluation. Information regarding the capsular tear was not provided. The replacement lens information was not provided. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed capsular tear requiring lens to be cut out and removed. The lens was explanted during initial procedure. The procedure was completed on same day. Additional information was requested and received stating that there was no patient harm.